Event description:
Infant using the assistance of the vacuum extractor, approx two hours after delivery the infant showed signs of respiratory distress and a question of subgaleal hemotoma. Infant transferred to another facility-vacuum popped off x2.